Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure. The patient had some light perception issues, dysphotopsia with the patient complaining of blurry vision and difficulty seeing street signs at night. An incision enlargement was performed. The patient is fine and had a new lens implanted.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The lens was received cut in pieces whereby the lens was contaminated and dust particles were present. The lens condition is consistent with a lens that was explanted from the patient¿s eye. An incomplete lens was returned. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the received condition of the lens, additional analysis was not possible. The manufacturing record review was performed whereby it was indicated that there were no nonconformances with respect to the final product release process. The sterilization batch was released with no nonconformances. There were no environmental related non-conformances. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Incision enlargement. Placeholder.